Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/19/2025. An investigation was conducted on 11/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000506092 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the vasoview hemopro 2 would not cut and seal branches after being properly connected to the power supply. The device failed to deliver energy to cut and seal vessels. Power setting at 3. There was an audible beep from the power supply beep during activation when the difficulty cutting branches occurred. The toggle was fully slid backwards to deliver energy to the jaws. There was an unsuccessful attempt to change the power supply. The device never received energy from the power supply. No additional incisions were needed. There was no additional bleeding. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There was no injury or harm to the patient or delay in the case. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.